Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the incorrect bolus was calculated by the pump due to the customer accidentally changing the correction factor from 1 unit per 50 mg/dl to 1 unit per 4 mg/dl. The customer's blood glucose (bg) level was 180 mg/dl. Reportedly, the customer changed the correction factor with tandem technical support. Recommendation was made to consult with healthcare provider regarding diabetes management.